Event description:
A customer contacted beckman coulter regarding erroneous tsh results that were generated by the unicel dxl instrument. The customer idnicated that 80 pt results were affected. The erroneous results were reported out of the lab. The customer indicated that all 80 pts samples were repeated after the results were questioned. Corrected reports were sent out of the lab. The customer did not provide any pt data or any additional info regarding this event. There have been no reports of pt injury or changes to pt treatment that can be attributed to this event.